Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that she was hospitalized for a high blood glucose and diabetic ketoacidosis. The patient had a blood glucose of 420 mg/dl at one point. She experienced nausea and vomiting. The patient was being treated via insulin drip. During troubleshooting the patient discovered a bent infusion set cannula. The insulin pump was not returned for analysis.